Event description:
While testing one rack of three patient samples on the cell-dyn analyzer, the customer noticed that all the samples moved one position causing an incorrect match of the sample and the corresponding sample ID (B)(6). Incorrect hematology results were reported out. The samples were retested on a different cell-dyn analyzer and the correct results were sent out. No impact to patient management was reported

Manufacturer narrative:
(B)(6). (B)(4). A product evaluation is in process and the results will be submitted in the final report.

Manufacturer narrative:
The data required to fully investigate the incident was no longer available in the cd sapphire, sn (B)(4). With the limited data provided, a possible cause for the incident could not be determined. There was no product deficiency identified related to the malfunction observed by the customer. In the event that the incident reoccurs, the customer was advised to collect the internal log and at the time of the incident and submit the data with the complaint.